Manufacturer narrative:
E1: patient city: (B)(6) patient country: finland based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
Patient reported high blood glucose (bg) of 20 mmol/l with ketones of 0.7 on (B)(6) 2026. Upon investigation, it was discovered that the infusion set needle hub was inadvertently left on the infusion set after the set change, compromising insulin delivery. Treatment for high blood glucose levels was pump.